Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from connector on (B)(6) 2024. The set was in use for three minutes. The patient resolved the event by replacing the infusion set and resumed insulin deliveries successfully. No further information available.